Event description:
The manufacturer received information alleging a ventilator service required alarm is occurring on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault, was observed in the device's error log. The third-party service technician alleged the detachable battery was the cause of the issue occurring on the device. The third-party service technician was not able to test it with the detachable battery because it was not sent with the device for evaluation. In conclusion, the device's detachable battery needs replaced to address the issue. Additionally, during the service of the device, the air inlet foam filter needs replaced for preventative maintenance unrelated to the reportable malfunction/issue.